Event description:
The customer indicated that the baths on the beckman coulter coulter lh 750 hematology analyzer slide stainer were not filling completely and a clear fluid leak was observed. The customer believes from the smell that the fluid was methanol. The fluid leak was contained within the bath tray. The customer was wearing personal protective equipment (ppe) consisting of a lab coat, eye protection, and gloves. The customer did not come in contact with the fluid and did not seek medical attention. No exposure (sprayed or splashed) to mucous membranes or open wounds were reported. No death, injury or changes to patient result or treatment are associated with this event. Although service was not performed on site, service did assist the customer to replace the reagent fill pump on bath 1(containing methanol). No further leaks observed. Root cause is related to the reagent fill pump associated with bath 1 that was replaced by the customer to resolve the leak.

Manufacturer narrative:
(B)(4).